Manufacturer narrative:
The device will be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 59-year-old female patient with a past medical history of diabetes and renal insufficiency, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After 19 days on support, the patient was taken to the cath lab for a pacemaker placement. Following the procedure, the patient was transferred from the table to the patient's bed. The nurse was moving the workstation, and did not realize that the impella cable was wrapped around one of the knobs. The force of the pull caused the impella drive line to come apart at the proximal end of the patient and tore the wiring, severing the connection to the automated impella controller (aic), resulting in immediate shutdown of the pump. The physician pulled the impella back across the aortic valve (av) into the aortic root. The impella was removed through the existing axillary graft and a new impella 5.5 was placed. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 4.0l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.